Manufacturer narrative:
Follow-up # 1 (06/20/2013)-device evaluation: the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on 06/11/2013 with the following findings: the meter involved with this complaint failed testing. The meter was found to have eeprom failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The patient returned the subject test strips. However, the evaluation of the product is not required since the alleged issue refers to meter issue only.